Manufacturer narrative:
(B)(4). Implant date: sometime in 1994. Concomitant products: unknown - head ¿ unknown, unknown ¿ liner ¿ unknown, unknown - unknown screw ¿ unknown, therapy date: unknown . Device remains implanted at this time as it has been indicated that no surgery date has been scheduled at this time. Reported event was confirmed based on review of x-rays. X-ray review by an external surgeon suggests the prosthetic femoral head is laterally positioned within the acetabular cup reflecting advanced polyethylene liner wear. There is also radiolucency reflecting osteolysis greatest along the acetabular component and fixation screws which may result in cup loosening, also osteolysis present within gruen zone 7 of the femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04576.

Event description:
It was reported patient has been indicated for revision due to poly wear approximately 24 years post implantation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.